Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 400mg/dl at the time of incident. Customer could not recall any significant events that led to the alarm. Troubleshooting could not be done due to the button error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting. No further details provided.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The low battery alarm functioned properly. The pump was received with intermittent button response due to a flattened button dome switch. No button error alarms were noted during testing. The keypad connector was fully locked. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.